Manufacturer narrative:
(B)(4).

Event description:
It was reported the rv lead exhibited oversensing. Technical support was contacted, review of the data showed "jumps" in the lead impedance trend. Imaging could not confirm the issue. The patient's condition was reportedly stable.